Event description:
It was reported that during surgery to replace an implantable neurostimulator (ins), impedance readings on the new ins were >10,000 ohms. Prior to surgery impedances were within the normal range. When the extensions were disconnected from the old ins and inserted into the new ins, contact 8-11 had impedances >10,000 ohms. Upon cleaning and retesting at a higher voltage, impedance readings were >20,000 ohms. The extension from the 0-7 port was tried in the 8-11 port with continued high impedance readings in 8-11. The ins was not implanted and a third ins was used with impedance readings within normal range. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).